Event description:
Additional information was received and indicated that this lv lead was surgically abandoned and capped to mitigate the issue. A new lv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was brought in for evaluation due to the cardiac resynchronization therapy defibrillator (crt-d) emitting beeping tones. Upon interrogation it was noted that the left ventricular (lv) lead exhibited high pacing lead impedance measurements with high threshold measurements and complete loss of capture. The lead was still sensing, but was unable to capture in any configuration. The physician believed the x-ray showed fractures in two different locations on the lv lead, which was thought to be the cause of the high out of range impedance measurements, high threshold measurements and loss of capture. The field representative stated that the he was uncertain if any intervention had taken place as the patient was referred to a different physician for consultation. At this time the evidence suggests that the system remains in service. No adverse patient effects were reported.